Event description:
Spontaneous. Patient reported pump malfunctioned and made a pop noise. Unknown if adverse event occurred or if occurred while process of infusing. Unknown if available to return. Pump will be replaced. Unknown if patient had back up pump or completed infusion or if md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.